Manufacturer narrative:
During the evaluation, the ventilator failed the product verification test for "verify o2 sensor". The remote service technician recommends replacing the oxygen blender module printed circuit board to address the issue. A quote for a fixed price bench repair was sent to the customer approval, and we are currently awaiting response. The repair has yet to be completed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed. The reported failure of the trilogy 202 oxygen blending module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 202 ventilator was reported to have failed product verification testing during preventative maintenance and the technician was unable to complete device testing. There was no patient involvement, and no harm or injury reported. It was reported the ventilator failed the product verification test for "verify control flow sensor and oxygen blending module (obm) air flow sensor". The technician indicated the ventilator will either need to be calibrated or the obm printed circuit board assembly will need replacing. This determination has not yet been made. A follow-up report will be submitted when additional information is received.